Manufacturer narrative:
(B)(4). Date sent 5/29/2026. D4 batch #754d19. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one cecr60b reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 754d19, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 4/29/2026 d4 batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Any clips, clamps, or graspers near the area where the device was being fired? What structure was being fired upon? How was the bleeding controlled during the procedure before opening patient? What was the product being used with the reload? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the pulmonary surgery, noted malformed staples after a fire, which caused bleeding. The surgeon tried to control the bleeding but failed. So it was converted to open operation and stopped bleeding by suture sewing. The patient is now in good condition. No other information can be provided.